Event description:
It was reported that the right ventricular lead showed oversensing and noise. The physician will check the patient again. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): performance data collected from the device was analyzed and revealed that two lead integrity alerts triggered, with 2 - patient alerts for lead failure predictor on (B)(6) 2011 21:36:10 and (B)(6) 2011 07:16:44. There was also oversensing, with 5 - ventricular nst <=180 ms between (B)(6) 2011 21:35:20 and (B)(6) 2011 09:50:25. In addition, there was interference/noise, where the ventricular short interval count v-sic=2.7 counts avg/day, in 49.94 days, between (B)(6) 2011 09:24:18 and (B)(6) 2011 08:01:51.